Event description:
The customer reported that the system displayed a kv on error message. This error will cause the system to shutdown uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and performed a system calibration. The system operates as intended.